Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013. On an unspecified date/time the patient reportedly obtained blood glucose readings of ¿200mg/dl¿ with the subject meter and ¿100mg/dl¿ with the ultramini meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with insulin (self adjuster) and in response to the alleged meter issue, the patient reportedly continued with her usual dose of medication (2 units of humalog). According to the csr¿s documentation, as a result of the alleged meter issue the patient reportedly developed symptoms of dizziness and shaking 10 minutes later. The patient, however, denied receiving any form of treatment after the alleged meter issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/18/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/5/2013 and 9/10/2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 08/27/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.